Event description:
Legal counsel for the patient reports patient underwent a total left hip arthroplasty on (B)(6) 2005 and a subsequent revision procedure on (B)(6) 2013, to due patient allegations of pain and personal injury. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: material sensitivity reactions. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01501 / 2014- 05114).

Event description:
Legal counsel for the patient reports patient underwent a total left hip arthroplasty on (B)(6), 2005 and a subsequent revision procedure on (B)(6), 2013 to due patient allegations of pain and personal injury. Additional information received in patient medical records indicate patient hip revision on (B)(6), 2013 was due to pain. The patient's operative report indicates presence of fluid and brownish, dark discoloration of the soft tissue at time of revision. Additional information received in patient medical records indicate patient hip revision on (B)(6), 2013 noted revision due to pain, probably secondary to metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reports patient underwent a total left hip arthroplasty on (B)(6), 2005 and a subsequent revision procedure on (B)(6), 2013 to due patient allegations of pain and personal injury. Additional information received in patient medical records indicate patient hip revision on (B)(6), 2013 was due to pain. The patient's operative report indicates presence of fluid and brownish, dark discoloration of the soft tissue at time of revision. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.